Event description:
A non-health care professional reported that an ophthalmic device with suction did not work, during vitrectomy surgery. The surgery was completed by replacing the product. There was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).